Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (won't power up monitor) has been confirmed. As received, the battery pack was unable to charge or power up a monitor. The cause for the failure was contamination damage to the connector pins. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a battery would not power on a monitor.